Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains in the patient.

Event description:
Surgeon had used the 1.2mm wires for plate fixation when she went to remove the most proximal wire it broke. She tried pliers and three different drills with wire driver attachments and chucks. In the end she cut the wire off at the plate and filed the sharp end down. Wire was left in patient. Stainless steel wire and a titanium plate could cause a reaction. Also wire was cut and filed but sits right beneath a nerve bundle. Surgeon was concerned.